Event description:
Contour stapler was removed by the scrub and prepared for the field. Surgeon placed it in the belly and it wouldn't "fire" - the trigger was "frozen". It was removed from the patient and the scrub was attempting to see what was wrong with it when it "fired". It was removed from the field, placed back in its original box and report was done and taken to bio med. Another stapler was opened.